Event description:
Procedure: lower anterior resection. Reportedly, the device was fired and released from tissue. Upon inspection it was observed the staples had not fired properly and the surgical area was open. The tissue section was reinforced with suture. The day after the surgery, the patient was brought back to surgery for bleeding however, the surgeon indicated the bleeding was not caused by the device.